Event description:
It was reported that the ventilator failed pre-use check tests. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check tests. The ventilator was investigated by our field service engineer on-site and the pressure transducer pcb was found defective and replaced which solved the issue. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer's ref#: (B)(4).